Manufacturer narrative:
(B)(4). Use error - reuse of single-use product was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. Unable to fill in due to the product code being unknown.

Event description:
While troubleshooting with a customer regarding a system error 2416 alarm that the home patient (hp) had on the homechoice (hc) unit, it was found that the hp restarted therapy with the same set up. There was patient involvement but no patient injury or medical intervention was reported.